Manufacturer narrative:
Title: adult bipolar diathermy circumcision and related procedures in adults ¿ a safe and efficient technique. Source: research and reports in urology 2014: 6. Date of publication: 12 june 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, 54 nonemergency bipolar circumcision procedures were carried out (42 circumcisions, eight frenuloplasties, and four preputioplasties). Two others presented to family practitioners with possible wound infections which resolved with oral antibiotics. The surgeons used reusable medical and optical bipolar forceps with a generator with the bipolar diathermy set to 15 bipolar.